Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30mg/dl. Cause was not known. Reportedly, the customer lost consciousness. Emergency medical technicians were called and they administered intravenous fluids and provided glucose tablets to address bg.  Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.